Event description:
The patient reported that the down arrow keypad button has been intermittently unresponsive. She confirmed that the keypad was intact. The patient stated that she wore the pump in her pocket, and did not expose the pump to cleaning products.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast and up arrow keypad buttons are intermittently responsive, and the down arrow keypad button is unresponsive. The down arrow keypad button does not have normal spring back; the down arrow button key contact was found to be inverted. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.